Event description:
The lay user/pt in other country contacted lifescan (lfs) in late 2008 and alleged that a onetouch ultra2 meter was giving inaccurate high results. The medical affairs specialist sent the f/u questions to the customer svc agent (csa) to ask the pt and verified the following info. The user reported blood glucose results of "82 mg/dl" with the lifescan meter and "56 mg/dl" on a lab device, performed within 10 mins of each other. Based on the consensus error grid analysis, the difference between these results falls within the b zone. On the previous month at around 2:38 pm, the pt had reportedly rec'd a result of 262 mg/dl and had taken 6 units of humalog insulin according his regimen based on that reading. At around 4:14 pm, he had reportedly rec'd a result of 226 mg/dl. He had not administered any insulin based on that reading. At around 6:15 pm that day, the pt experienced "shivering legs, no control on facial expression and foams from mouth". He was reportedly given some oral glucose by his colleagues and the ambulance was called. The ambulance arrived in about 15 mins and tested the pt's blood sugar on their device and rec'd a result of "46 mg/dl" his blood sugar was also tested on the alleged meter at the time of concern and rec'd a result of "72 mg/dl". The pt was brought to the hosp wand was treated with IV glucose. He was released from the hospital at around midnight that day. The csa verified that the pt was using correct technique to test and to clean the puncture area, he was reading the meter right side up, the sample was collected from an approved source, and the unit of measure was set correctly. Replacement prods were sent to the pt. This complaint is being reported, as the pt allegedly rec'd higher blood sugar result on the reported meter and later, allegedly had to be treated for low blood sugar at the hosp. Diabetes care mgmt: the pt takes humalog insulin at each meal. He would take 8 units if his blood sugar is 50-80 mg/dl, 10 units if his blood sugar is 81-120 mg/dl, 12 units if his reading is 121-160 mg/dl, and 14 units if his reading is 161-200 mg/dl. He also takes 12 units of levemir insulin before breakfast and 16 units at night (around 11-12 pm).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.